Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported leak. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported leak cannot be determined. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the anatomy, but while removing the dilator a leak was observed. Aspiration was performed and the sgc was removed, a new sgc was inserted and one clip was implanted, reducing mr to a grade of 2. T here was no clinically significant delay in the procedure. No additional information was provided.